Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 659 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with high ketones determined to be life threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.